Manufacturer narrative:
This report is being filed to provide additional information in h.3, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the return line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found one report for similar issues on this lot. The customer history report indicates there were three other reports of similar issues within the same month, (B)(6) 2024. The customer was able to take a video of the procedure. Customer notes that the first return begins at 1:08 into the video, and that the bubble is observed at 1:38. The bubble is described as being quick, and presenting as an "off colored moving spot that resolves itself into a distinct bubble further down the line." The customer then moves the camera to show the air bubble visible in the return line. Based on the video provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.17 ml. Based on a patient bodyweight of 222 lbs (101 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.0017 ml/kg in this situation. One used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set and the platelet bags were removed. The disposable set was visually evaluated for any misassembly, leak location, or defect that could have contributed to the reported incident. Possible gap in the return pump header tubing. Possible leak around the inlet trap filter. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. Investigation is in process and a follow-up report will be provided.

Event description:
The customer reported that during an apheresis platelet procedure on a trima accel device an operator observed air in the return line during the first return cycle. The operator clamped the return line, stopping the air approximately 8" from the y connector, and no air was infused into the patient. All leur connections were tight and there was no clotting in the channel or in the return reservoir. No medical intervention was required. Patient identification and age are unknown at this time.

Event description:
The customer reported that during an apheresis platelet procedure on a trima accel device an operator observed air in the return line during the first return cycle. The operator clamped the return line, stopping the air approximately 8" from the y connector, and no air was infused into the patient. They said all luer connections were tight and there was no clotting in the channel or return reservoir. The blood diversion pouch was not inflated with air. The operator reported the donor was not connected prior to ac prime and no air was bring drawn in through the ac line or filter. No medical intervention was required, the donor was stable. The customer declined to provide patient identification and age.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the return line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. Terumo bct conducted a customer site visit and set evaluations that included this event. The customer was provided with a customer site report with the investigation details and conclusion. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found one report for similar issues on this lot. See MDR 1722028-2024-00048. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. The customer was able to take a video of the procedure. Customer notes that the first return begins at 1:08 into the video, and that the bubble is observed at 1:38. The bubble is described as being quick, and presenting as an "off colored moving spot that resolves itself into a distinct bubble further down the line." The customer then moves the camera to show the air bubble visible in the return line. Based on the video provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.17 ml. Based on a patient bodyweight of 222 lbs (101 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.0017 ml/kg in this situation. One used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set and the platelet bags were removed. The disposable set was visually evaluated for any misassembly, leak location, or defect that could have contributed to the reported incident. Possible gap in the return pump header tubing. Possible leak around the inlet trap filter. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. Root cause: based on the available information, it is possible that the presence of air was the result of one or more of the following: - air remaining in the sets following prime or incomplete prime - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
The customer reported that during an apheresis platelet procedure on a trima accel device an operator observed air in the return line during the first return cycle. The operator clamped the return line, stopping the air approximately 8" from the y connector, and no air was infused into the patient. All leur connections were tight and there was no clotting in the channel or in the return reservoir. No medical intervention was required. Patient identification and age are unknown at this time. Terumo bct is awaiting the return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the return line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found one report for similar issues on this lot. The customer history report indicates there were three other reports of similar issues within the same month, january 2024. The customer was able to take a video of the procedure. Customer notes that the first return begins at 1:08 into the video, and that the bubble is observed at 1:38. The bubble is described as being quick, and presenting as an "off colored moving spot that resolves itself into a distinct bubble further down the line." The customer then moves the camera to show the air bubble visible in the return line. Based on the video provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.17 ml. Based on a patient bodyweight of 222 lbs (101 kg), we can calculate the worst case ml/kg air transfusion dose to be 0.0017 ml/kg in this situation. Investigation is in process and a followup report will be provided.